Manufacturer narrative:
(B)(\4). Approximate age of device ¿ 11 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) was 900 u/l, with a baseline of 700 u/l. It was reported that the patient's lvad was turned off, however log files showed continued pump activity. On (B)(6) 2017, it was reported that the patient ldh was 1193 u/l and had recently received tirofiban. Heparin infusion was initiated. It was reported that occasional elevated flows and powers were observed. Technical service reviewed the log file submitted which showed power and flow trending slightly upward with pi trending slightly downward. Intermittent power and flow elevations were noted on (B)(6) 2017, and (B)(6) 2018. On (B)(6) 2017, patient received a pump exchange due to ongoing hemolysis and thrombus concerns. It was reported that there was no sign of inflow or outflow thrombus. Additional information was requested, but was not provided.

Event description:
On 05jan2018, additional information was reported and log files were submitted. On (B)(6) 2018, patient received a pump exchange due to ongoing hemolysis and thrombus concerns.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and distal portions were returned measuring approximately 13 inches and 27 inches. A prior driveline repair was present. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed depositions loosely seated on the outlet stator. The lack of laminated layering indicates that the depositions did not initially form in the outlet stator; however, their origin could not be conclusively determined. Contact marks were identified on the outlet bearing cup of the rotor suggesting that they were present in this location during device operation. Although a specific cause for the depositions and a duration of which they were present in the pump cannot be conclusively determined, they could have contributed to the report of elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.